Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on pr 2653433 with MDR# 3030677-2022-05043. Device investigation has taken place on (B)(4) with MDR# 3030677-2022-05043.